Event description:
Drainage catheter was placed for a chest drainage treatment procedure. It was noted post placement that the hub detached from the catheter. The catheter was removed and another catheter was placed for continuation of treatment. No pt complications resulted from this evvent. This device has not been received for eval. Therefore, a failure analysis is ot available. As a lot number for this device was not provided, a device history search could not be performed and co is unable to determine if the device met its specifications. Co believes user technique, and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."